Event description:
The following was reported to hamilton medical ag: the report from hospital say: 1. Specific operation, usage, and adverse events: on october 18, 2023 at 18:30, during the ventilator testing, it was found that unable to start by pressing the power button. 2. Impact on victims: not used for patients, no impact. 3. Treatment measures taken and results: discontinued and sent for repair . No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: 1. Specific operation, usage, and adverse events: on (B)(6) 2023 at 18:30, during the ventilator testing, it was found that unable to start by pressing the power button 2. Impact on victims: not used for patients, no impact 3. Treatment measures taken and results: discontinued and sent for repair no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).